Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient developed an infection at the implant site. The implanted device remains.

Manufacturer narrative:
Per the clinic, the patient was treated with oral antibiotics (dates and durations not reported). This report is filed february 10, 2016. The implanted device remains.